Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient arrived to the hospital to be evaluated for transplantation but she was found to be in cardiogenic shock with high filling pressures. During log file analysis, intermittent low flow events were observed on (B)(6) 2019 and (B)(6) 2019 with longer periods of more consistent low flow events on (B)(6) 2019 and (B)(6) 2019. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported cardiogenic shock/high fillings pressures cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the log file data provided by the account; however, a specific cause cannot be conclusively determined through this investigation. The submitted log files contained overlapping data spanning from (B)(6) 2019 at 11:13:54 to (B)(6) 2019 at 10:18:22, per the timestamps. Low flow alarms were captured on (B)(6) , when the estimated flow was calculated to be below the threshold of 2.5lpm. No other notable vad-related alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. It was reported that the patient came to the hospital to be evaluated for a heart transplant but was found to be in cardiogenic shock with high filling pressures. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information was requested from the account; however, none was provided. The heartmate ii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent transplant.